Event description:
It was reported that guide wire and the catheter became stuck together during the procedure. A 190cm samurai guidewire and a 4.00mm x 12mm nc emerge balloon catheter were selected for a patient percutaneous coronary intervention. While inside the patient's coronary artery, the two devices became stuck together. The physician had to pull back both the balloon and the wire from the patient's body as a unit. The procedure was completed with a different device. No patient complications were reported.